Manufacturer narrative:
A review of the imaging system software log found that the log did not show any evidence of motion issues while closing the door. The log did not shown any evidence of a loss of motion home other than when the invalidate home button was operated. But it is not clear if the user selected the invalidate home or the service rep during his system evaluation process. The loss of motion home does not appear to be due to any known causes. At this time there is insufficient information to determine a probable root cause of the reported event as described. The software investigation concluded that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Upon arrival, unit displayed necessity of motion calibration. Performed necessary calibration. Performed multiple starts and restarts. Unit appears to be working correctly. Performed system checkout. Unit operates as expected. Issue resolved with on site motion calibration.

Event description:
A medtronic field service engineer called to report that the gantry door was not closing correctly. This was discovered outside of surgical use. No impact on any surgeries. No patient present.